Event description:
A malfunction was reported, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer did not initially reset the pump, so technical support provided instructions and assisted in resetting it. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support again if the issue reappeared.